Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc). Therapy has been turned off for this lead for approximately more than two decades. No adverse patient effects were reported. This lv lead remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).